Event description:
After wear, it was noted that the right sleeve seam of the surgical pack's gown was open approximately 3" below the armpit to 6" above the cuff seam. The open seam area was approximately 8 inches in length. No medical intervention was required. The sample was not returned to kimberly-clark since it was contaminated.